Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: appendectomy. Event description: see details below in re: defective device during surgical procedure. Date of incident: (B)(6) 2024. An applied medical inzii universal retrieval system (ref: cd003) 5mm bag was noted to be defective during a surgical procedure. While being deployed inside pt's abdomen to retract appendix, the surgical tech and surgeon immediately identified a metal piece of the bag portion that was exposed upon insertion through the trocar piece of device. The surgical tech immediately pulled out the bag through the access port. The bag handle broke in 3 big pieces and no pieces were left behind. Per the surgical tech, the breakaway piece did not snap cleanly (ex vivo) as designed. Product device/ malfunction has been reported in the past on this device. I would like to know when we converted to this device or if there have been any safety advisories issues with this particular product. I wanted to report a product concern of the applied medical inzii universal retrieval system (ref: cd003) 5mm bag that has malfunctioned in our or on a couple of different occasions. Please see the latest example of the malfunction as reported by our surgical director [name] in the previous email. Intervention: no pieces were left behind. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: appedectomy. Event description: see details below in re: defective device during surgical procedure. Date of incident: (B)(6) 2024 an applied medical inzii universal retrieval system (ref: cd003) 5mm bag was noted to be defective during a surgical procedure. While being deployed inside pt's abdomen to retract appendix, the surgical tech and surgeon immediately identified a metal piece of the bag portion that was exposed upon insertion through the trocar piece of device. The surgical tech immediately pulled out the bag through the access port. The bag handle broke in 3 big pieces and no pieces were left behind. Per the surgical tech, the breakaway piece did not snap cleanly (ex vivo) as designed. Product device/ malfunction has been reported in the past on this device. I would like to know when we converted to this device or if there have been any safety advisories issues with this particular product. I wanted to report a product concern of theapplied medical inzii universal retrieval system (ref: cd003) 5mm bag that has malfunctioned in our or on a couple of different occasions. Please see the latest example of the malfunction as reported by our surgical director [name] in the previous email. Additional information received from [name] on 08jul2024 via email the bag fell/partially slip down the supports immediately upon the full deployment of the actuator. One of the incidences occurred at this time where the surgical tech reported the snap did not sound like the usual snap. The surgical tech and surgeon noted the metal pushing through and immediately removed the actuator from the sheath. Bag manipulation to unroll or widen the opening? N/a what technique was used to unroll the bag? N/a specimen insertion? N/a intervention: no pieces were left behind. Patient status: no patient injury reported.